Event description:
The patient contacted animas on (B)(6) 2013 reporting a blood glucose of 23mmol/l with increased thirst and shortness of breath. During troubleshooting of the event the patient noticed air bubbles in the cartridge. Troubleshooting of the patient's cartridge filling technique found that the patient was using refrigerated insulin in the cartridge and was not priming air bubbles out of the cartridge prior to placing the cartridge into the pump. The patient was advised to only use room temperature insulin in the cartridge and to prime any bubbles or air space from the cartridge while disconnected. This report is made based on the allegation that the patient experienced hyperglycemia related to improper cartridge filling technique.

Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.